Manufacturer narrative:
The device, multifunction cable, and adapter were returned to zoll medical corporation and there was no indication of a device malfunction. Review of the data file from the event on (B)(6) 2020 showed that the device recognized that pads were attached, but the lead view remained in lead ii. Pads lead view was never selected. The device passed all testing including bench handling, ECG monitoring stress testing via pads, and defib discharge stress testing. The device met specifications and performed as designed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.